Manufacturer narrative:
Complete event site name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.  Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a pressure difference of 20-30 mmhg between the diastolic augmentation pressure and the pressure displayed on the other monitor. It was stated that past pressure differences have been observed up to 40 mmhg. Another console was utilized and pressure readings matched. There was no reported injury to the patient.